Manufacturer narrative:
Explanation: there was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication that the patient sustained a serious injury. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting of low-amplitude cardiac signal and motion/tactile artifact. The multiple counting satisfied the rate detector of the detection algorithm. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Explanation: the MDR electronic submission was originally sent on 08/16/2018. The first acknowledgment of the original submission was returned on 8/16/2018 indicating the cdrh had received th the submission. The third acknowledgement indicated that the submission failed due. This submission is being re-uploaded to replace the originally submitted report which did not upload successfully.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of three shocks. The patient was in public at the time of the treatment event. It was reported that the patient was conscious and toileting at the time of the treatment event. It was reported that the patient's doctor had witnessed the event. The response buttons were not pressed during the treatment event. Motion/tactile artifact contributed to the false detection. The patient remained hospitalized and continued wearing the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.